Event description:
Additional information was received that during the valve implant, no pre-implant balloon dilatation was performed. The deployment starting point was at the bottom of pigtail. Prior to the valve dislodgement, the implant depth was 3 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). After the valve dislodged, the implant depth was negative on the ncc and lcc as it was aortic. A confida guidewire was used during the procedure. Per the physician, the patient's anatomy behaved larger than sized by computed tomography (CT) which contributed to the dislodgment.

Manufacturer narrative:
Updated data: b5 d10 continuation of d10: product ID gwbc30; product lot/serial number ; product type: guidewire: implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26; product lot/serial number (B)(6); product type: heart valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, the patient was borderline between a 26 and 29 mm valve. Upon deployment attempt, the valve was unstable and dislodged multiple times at 80% deployment. Three deployment attempts were made and the valve was recaptured three times due to positioning difficulties. Per the physician, the depth of implant contributed to the event. Subsequently a larger 29 mm valve loaded and was implanted successfully with no recaptures. No adverse patient effects were reported.